Event description:
A surgical coordinator reported that after an intraocular lens (iol) was implanted, the surgeon noted that it had rotated 83 degrees off axis. In a follow up, the reporter verified that the iol was repositioned approximately 3 weeks after initial implantation.

Manufacturer narrative:
A sample device was not returned for investigation. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on (B)(6) 2015. (B)(4).